Event description:
It was reported by customer, that prior to use, the cardiosave hybrid type b plug (iabp) had self check failure. No patient harm was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.